Event description:
During a lead revision for the biotronik lead, the device would not pace synchronously and no sensing was observed. Therefore, the pacemaker was explanted. A new reply dr was implanted successfully.

Manufacturer narrative:
The analysis on this device is pending.

Event description:
During a lead revision for the biotronik lead, the device would not pace synchronously and no sensing was observed. Therefore, the pacemaker was explanted. A new reply dr was implanted successfully.

Manufacturer narrative:
The analysis on this device is pending. (B) (4)